Event description:
Infusion pharmacy. Ceftazidime solution was prepared in 0.9% ns instilled into an I-flow 100ml/hr elastomeric infusion device. Pt family member noted a blue floater inside drug bladder. Family member did not infuse and reported to pharmacy. Core of ceftazidime was gray. No product that was blue in color was used to prep. Distal end of elastomeric is blue. Product does have terminal filter that would impede floater from being transmitted to pt.